Event description:
It was reported the patient developed (B)(6). The device and lead were removed and have not yet been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6945-65, implantable tachy lead, implanted: (B)(6) 2001, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found, and no issue was identified that required full analysis. Concomitant product: product ID 6945-65, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.